Manufacturer narrative:
Supplement report: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device. Initial report: device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 07/22/2009. Belt: 10/17/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. It was reported that the patient's wife was present at the time and the device was not alarming. The patient was reportedly in the car at the time of the event. Ems attempted resuscitation. Per the downloaded ECG and flag data, the device was started up at 11:11:32 on (B)(6) 2018. Bradycardia status was detected from 12:05:21 to 12:23:52. At 12:28:38, an arrhythmia was detected with the ECG showing an idioventricular rhythm at 30 bpm with intermittent cardiac activity. The detection stopped at 12:28:40. Asystole was detected at 12:28:45 with the ECG showing severe bradycardia at 10 bpm. From 12:28:50 to 12:29:51, two arrhythmias were detected with the ECG showing asystole with intermittent cardiac activity. The detection stopped at 12:29:51. Bradycardia status was again detected from 12:31:04 to 12:34:09. Oversensing low amplitude cardiac signal contributed to the false detection. From 12:53:51 to 13:18:51, noise was detected on both channels. The ECG data revealed that the patient received six non-lifevest defibrillations. At 12:59:51, the patient was in asystole with intermittent cardiac activity. The rhythm then transitioned to bradycardia from 30 bpm to 50 bpm. The rhythm then transitioned to atrial fibrillation (af) from 120 bpm to 170 bpm with motion artifact and variable heart rate. The first non-lifevest shock was delivered while the patient was in vt at 150 bpm to 170 bpm for about 16 seconds with the post-shock rhythm being vt at 190 bpm. The second lifevest defibrillation was delivered while the patient was in vt at 190 bpm for about 14 seconds with the post-shock rhythm being obscured by CPR artifact. The patient's rhythm then transitioned to sinus rhythm with nsvt/sinus tachycardia/ af from 60 bpm to 140 bpm with motion artifact. The third lifevest defibrillation was delivered while the patient was in vf with motion artifact for about 45 seconds with the post-shock rhythm being obscured by CPR artifact. The fourth non-lifevest defibrillation was delivered while the patient was in vf for about 6 seconds with the post-shock rhythm being obscured by CPR artifact. The fifth non-lifevest defibrillation was delivered while the patient was in vf for about 14 seconds with the post-shock rhythm being vf with CPR artifact. The last non-lifevest defibrillation was delivered while the patient was in vf for about 24 seconds with the post-shock rhythm being obscured by CPR artifact. The patient remained in vf with CPR artifact, motion artifact, and variable amplitudes. The rhythm then transitioned to bradycardia at 40 bpm degrading to asystole from 15:12:30 until the electrode belt was disconnected at 15:22:35 on (B)(6) 2018. CPR artifact, motion artifact, variable amplitudes, and not being in the detection sequence long enough prevented the patient from being treated by the lifevest.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 07/22/2009, belt: 10/17/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. It was reported that the patient's wife was present at the time and the device was not alarming. The patient was reportedly in the car at the time of the event. Ems attempted resuscitation. Per the downloaded ECG and flag data, the device was started up at 11:11:32 on (B)(6) 2018. Bradycardia status was detected from 12:05:21 to 12:23:52. At 12:28:38, an arrhythmia was detected with the ECG showing an idioventricular rhythm at 30 bpm with intermittent cardiac activity. The detection stopped at 12:28:40. Asystole was detected at 12:28:45 with the ECG showing severe bradycardia at 10 bpm. From 12:28:50 to 12:29:51, two arrhythmias were detected with the ECG showing asystole with intermittent cardiac activity. The detection stopped at 12:29:51. Bradycardia status was again detected from 12:31:04 to 12:34:09. Oversensing low amplitude cardiac signal contributed to the false detection. From 12:53:51 to 13:18:51, noise was detected on both channels. The ECG data revealed that the patient received six non-lifevest defibrillations. At 12:59:51, the patient was in asystole with intermittent cardiac activity. The rhythm then transitioned to bradycardia from 30 bpm to 50 bpm. The rhythm then transitioned to atrial fibrillation (af) from 120 bpm to 170 bpm with motion artifact and variable heart rate. The first non-lifevest shock was delivered while the patient was in vt at 150 bpm to 170 bpm for about 16 seconds with the post-shock rhythm being vt at 190 bpm. The second lifevest defibrillation was delivered while the patient was in vt at 190 bpm for about 14 seconds with the post-shock rhythm being obscured by CPR artifact. The patient's rhythm then transitioned to sinus rhythm with nsvt/sinus tachycardia/ af from 60 bpm to 140 bpm with motion artifact. The third lifevest defibrillation was delivered while the patient was in vf with motion artifact for about 45 seconds with the post-shock rhythm being obscured by CPR artifact. The fourth non-lifevest defibrillation was delivered while the patient was in vf for about 6 seconds with the post-shock rhythm being obscured by CPR artifact. The fifth non-lifevest defibrillation was delivered while the patient was in vf for about 14 seconds with the post-shock rhythm being vf with CPR artifact. The last non-lifevest defibrillation was delivered while the patient was in vf for about 24 seconds with the post-shock rhythm being obscured by CPR artifact. The patient remained in vf with CPR artifact, motion artifact, and variable amplitudes. The rhythm then transitioned to bradycardia at 40 bpm degrading to asystole from 15:12:30 until the electrode belt was disconnected at 15:22:35 on (B)(6) 2018. CPR artifact, motion artifact, variable amplitudes, and not being in the detection sequence long enough prevented the patient from being treated by the lifevest.